Event description:
The customer alleged that during the first few minutes of the pthe surgery, the scissor was being cleaned off and it was noticed that the tip was broken off. The doctor and resident was notified and the area was searched to try and locate it and it was not found. An x-ray was called, and the piece was not found inside the patient. Most likely, the piece was suctioned up by irrigation. There was no harm to the patient.

Manufacturer narrative:
This report is response to the user facility report# (B)(4) . The device was not available for return. Pictures were provided of the damage, however additional pictures of the device to determine date code or lot number were not available. The codman logo was present on the device, which indicates that the device was purchase through codman or shortly after the acquisition of the company. Symmetry surgical acquired codman in q4 of 2012. Therefore the device has been in use for at least 10 years. Without the device itself or a confirmation of the lot number a true root cause cannot be determined. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.